Manufacturer narrative:
Patient identifier field not sufficient to hold all digits, should read: (B)(6). A biomedical engineer at the site tested the equipment. Testing revealed that the system was functioning normally. The imaging system then passed the system checkout and was found to be fully functional. Part not returned for evaluation.

Event description:
Medtronic received information regarding an imaging device during posterior lumbar spinal fusion procedure. It was reported that the image acquisition system (ias) was getting stuck in x-ray initializing. Rebooting the system multiple times did not resolve the issue. When logged in via remote desktop, the ias application, the x-ray detector said "ready" not "active." Imaging and navigation were aborted. Site used a c-arm to proceed with case. There was no patient impact reported. There was a delay of 20 minutes.

Manufacturer narrative:
The system checkout was performed and documented in MDR 1723170-2018-04380. A medtronic representative went to the site to test the equipment. Testing revealed that the issue was resolved after reinstalling the software. A system checkout was performed, and the system was found to be fully functional. If information is provided in the future, a supplemental report will be issued.